Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube customer found that the blood came out relatively slowly. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: if it was determined that it was not the problem of the blood collection vein, the same batch should be replaced immediately (2056074) another new blood collection tube was used for blood collection, and the blood flow was fast and smooth. This batch of (B)(4) vacuum blood collection tubes has been purchased, and all of them have been used up. At present, there are 500 useless tubes left in the central laboratory. Similar incidents have occurred 11 times this time, and the incidence rate is about (B)(4).

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.